Event description:
The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt complained of pain. She stated that she felt like there were wires in the area to the left of her spine that are causing her pain. It was reported that the ipg is located on her left side. She reported feeling the pain intermittently, even when the stimulation is off. Follow up on the pt found that she was reprogrammed and met with her physician in (B)(6). The physician determined that it was not necessary to do an x-ray at this time. The pt reported effective stimulation coverage and no further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.